Event description:
A report was received that the patient was experiencing difficulty with the ipg .it was also noted that the ipg had worn out .the patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure on (B)(6) 2018.

Event description:
A report was received that the patient was experiencing difficulty with the ipg. It was also noted that the ipg had worn out. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patients ipg was working and just wanted to try the new waveforms.

Event description:
A report was received that the patient was experiencing difficulty with the ipg .it was also noted that the ipg had worn out .the patient will undergo a revision procedure wherein the ipg will be replaced.